Event description:
Customer's brother called lifescan in 2002 alleging that pt's one touch meter was reading inaccurately low. Called customer and got the following info: pt allegedly has had summer flu one day. Date unk pt's blood glucose had been "in the high's and low's". Pt was taken to the hosp the following morning. No blood glucose test was ran prior to going to the hosp pt had been feeling sluggish, extremly thirsty, vomiting with no appetite. At the hosp pt had a blood glucose result of "critical high" on a hosp meter and a "855 mg/dl" in lab. Approximately 15 minutes later pt had obtained a blood glucose reading of "158 mg/dl" on one touch profile pt was treated with an insulin IV drip. Pt was admitted to the hosp for ketoacidosis - date unk - and released at a later date pt had reportedly been using "unicheck" test strips with expiration date of 1/2003, opened in 06/2002, with the ot profile for about 1.5 months. Pt is on a sliding scale and set regimen of insulin. Customer's brother explained that they had not run quality control since april 1, 2002 and were aware if the meter had been functioning properly. During display test no segments were missing . All the reagents were replaced. Meter did not pass qc with new reagents. Meter has been replaced.